Event description:
It was reported that the left ventricular (lv) lead was fractured due to clavicular crush. The lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of clavicular crush was confirmed. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead revealed a clavicular crush located at the cut end of the lead. All filars of the inner coil were revealed to be broken/fractured in this region.